Event description:
Angiojet catheter malfunctioned at area of the pump. Pump filled partially with saline. Machine malfunctioned and alarmed with error code stating, "check saline supply" multiple times. Tried to re-prime catheter but the same error code persisted.